Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient presented to the hospital for system extraction due to sepsis. Vegetations were observed on the right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead. Lead vegetations were identified via transesophageal echocardiogram (tee). All leads were explanted, and a new lead was implanted via the internal jugular (ij) approach for pacing support, which was later explanted on the same day. A new rv lead was implanted on (B)(6) 2026. The patient was in a stable condition.